Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate shock. Programming changes were made resolving the issue. Patient condition was stable.